Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi74071 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 01 apr 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a revision surgery. During the surgery, while removing the medtronic pedicle screws at l5 and s1 with bilateral rods, the surgeon implanted new screws at the level above (l4) and replaced the l5 screws without any issues. When inserting the left s1 screw, the screwdriver broke off inside the pedicle screw. The screw was removed and replaced. The broken driver was removed from the sterile field and was replaced with a new driver. The surgeon then moved to the right side of s1 and was inserting a screw when the tip of the new screwdriver broke. It was noticed that this screw was fully seated. The surgeon noted that the tip of the driver had broken off inside the t20 portion of the pedicle screw and unable to remove this. The remainder of the surgery was completed without any issue. There was a surgical delay of five (5) minutes. The fragment generated could not be removed from the screw. Patient status is unknown. The procedure was successfully completed. This complaint involves four (4) devices. This report is for (1) xpdm quick-con si poly screwdriver. This report is 2 of 2 (B)(4).